Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name:(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) pumping not happening. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) upon inspection, found that the iabp machine pumping was not functioning normally. Fse checked the machine and found safety disk was not properly fitted. Fse refitted the safety disk and checked functionally with balloon and trainer. No issues detected. Runned the machine for 4 hours with balloon and trainer. Handed over in good working condition.